Manufacturer narrative:
(B)(4). Reference journal article: "title: contact dermatitis from dermabond¿; citation: plastic and reconstructive surgery, june 2010: 125(6):252e-253e. Http://journals.lww.com/plasreconsurg/fulltext/2010/06000/contact_dermatitis_from_dermabond.58.aspx.

Event description:
It was reported in a journal article that a patient underwent a scar revision procedure of an abdominoplasty on an unknown date and topical skin adhesive was used. The patient presented on post operative day 7 with pruritic erythema extending along the surgical scars bilaterally. The topical skin adhesive was removed and the rash was treated with topical steroids. Her symptoms dissipated within several days. Three weeks after resolution of the erythema, the patient underwent a test patch application of the topical skin adhesive to her left forearm that resulted in a localized erythematous pruritic reaction.